Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl, suspected cause was due to the customer using the pump in sleep mode. The customer addressed their bg with a manual injection. Customer continued to use the pump for insulin delivery.